Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product serial was not provided. (B)(6). Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that the physician docked the suction ring on the patient''s eye and started laser ablation. During the surgery, suction break/suction loss happened with an intralase patient interface (pi) after the laser fired. The physician immediately replaced the suction ring with a new one and restarted the surgery. As a result, the surgery was successfully completed. No surgery delay or patient injury was reported.